Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that during a training session; they were going through the procedure to manually open the imaging system's gantry and were unable to close it again. They tried to re-home the system to reset it, but it would get stuck on the rotor positioning step. This was reported outside of a case. There was no patient present when this issue was identified. Onsite investigation suspected that the event was caused by the door winch assembly. Replacement of the door winch assembly resolved the issue. No further issues were reported. Analysis of the returned door winch assembly confirmed the mechanical damage as the gears were badly worn and door cover had a large chip by the mounting hole. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a training session; they were going through the procedure to manually open the imaging system's gantry and were unable to close it again. They tried to re-home the system to reset it, but it would get stuck on the rotor positioning step. This was reported outside of a case. There was no patient present when this issue was identified.